Event description:
Related manufacturer reference number: 2017865-2022-50561. New information received stated that during lead revision procedure, the right atrial and right ventricular leads had detached from their attachment site on the pectoralis major muscle. During retraction attempt the right ventricular lead screw would not retract and it was then utilized counterclockwise lead body torques with a gentle amount of tension to detach the lead. The lead pulled back without any issues and was removed. It was also proceeded with advancing a stylette into the right atrial lead and added significant slack to the lead and the lead was then tied down. After the lead tied down with gentle tugged, it was verified that the lead was not loose. Patient left the lab without complications.